Manufacturer narrative:
The distributor performed evaluation and repair. The distributor performed evaluation and repair.

Event description:
It was reported by the distributor that there were bent prongs on the power cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.